Event description:
A caller reported experiencing a cartridge alarm 30, which occurred during the load process. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer technical support educated the caller about the cartridge removal process and decided to replace the pump due to a cartridge fitting issue, indicating possible housing damage.